Event description:
The pt's pump was removed due to unspecified signs/symptoms of an infection. The type of medication, concentration and daily dose being administered via the pump were not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.